Manufacturer narrative:
Initial reporter phone#: (B)(6). The MFR and exp dates are unknown as the reported lot # does not exist for the reported cat #. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 19 bd vacutainer® plastic sst¿ ii advance tube with bd hemogard¿ closure had no separator gel in them. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for incorrect gel quantity (insufficient) with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples and photos, the customer¿s indicated failure mode for incorrect gel quantity (insufficient) with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Correction added to the following fields: medical lot #: 7178843.

Manufacturer narrative:
Correction added to the following fields: section d, medical lot #: 7178843, expiration date: 12/31/2018. Expiration date was not included in previous supplemental.

Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for missing gel with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Based on evaluation of the customer photos, the customer¿s indicated failure mode for missing gel with the incident lot was observed. Based on the investigation, the most likely root cause was determined to be related to a manufacturing issue.

Manufacturer narrative:
The following was corrected: g.5 follow up #3.

Event description:
It was reported that 19 bd vacutainer® plastic sst¿ ii advance tube with bd hemogard¿ closure had no separator gel in them. There was no report of injury or medical interventions.